Event description:
It was reported that spectrum pumps in this hospital were alarming "air in line for not apparent reason." It was also reported that there were no pt injuries related to this problem.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.